Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure a dissection occurred. The vessel being treated was an svg to the second obtuse marginal (om2). Additional information has been requested.